Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump frequently alarms with a no delivery during bolus and basal delivery. The patient's blood glucose at the time of incident was 220 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer stated that she tried different infusion sets, insertion sites, and reservoirs, but the alarms continue to occur. The customer does not feel comfortable using the current pump and is currently using her medically prescribed back-up plan instead. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.